Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated that the issue was resolved by changing reservoir. Customer also stated that they received a hardware low level failure error alarm. Customer was able to clear the alarm but did not receive request to rewind. Customer performed self test and the insulin pump passed it. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.